Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted in the lad during the index procedure. It is reported that a dissection occurred the same day as the index procedure. Investigator has indicated that the event was not related to the study device. It is reported that the patient recovered with treatment.

Event description:
It has been confirmed that the previously reported dissection occurred after 3 inflations with a non-medtronic balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure dissection. (B)(4).